Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient developed hemolysis during impella rp flex support. Positioning was confirmed to be correct and the condition was verified via measured hemoglobin levels. Blood products were given to treat the condition and support was continued uninterrupted. The patients outcome is unknown.

Manufacturer narrative:
The investigation for hemolysis has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product other than clamp marks on the cannula. No further investigation was performed on returned product due to severe cannula damage. Data logs show no abnormalities related to motor current spikes, positioning issues, or placement signal trends during the entire case run. As per the clinical report, on the (B)(6), hemolysis was reported after lvad implant and showed some resolution the next day; however, it continued until the end of support. Multiple blood products were infused during the reported hemolysis event. The cause of the hemolysis issue was not determined since the provided clinical details and data log were not conclusive without performing the hemolysis test. The pump could not be sent for hemolysis testing due to severe damage to the cannula, which could falsify the results.